Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient an adverse event that occurred on (B)(6) 2015. On (B)(6) 2015 the patient went to a friend's party and drank some alcohol. In the late evening (after midnight), the patient's mother picked him up. At this time the receiver screen displayed dash marks (indicating no connection) although the receiver was being carried in the pocket. The patient's glucose was checked with a glucose meter, which read 98mg/dl, before the patient went to bed. Patient drank some more water as well. Patient's mother checked the receiver again at 2:00am and it showed still dash marks even though it was directly next to bed. The next morning, (B)(6) 2015 at 9:30am the patient's mother found the patient in a comatose and epileptic state. The continuous glucose monitoring system was not working. The patient experienced severe hypoglycemia. An ambulance was called and the patient was brought to the hospital. At the time of contact, the patient was reported to be doing fine and with no remaining inconveniences. No additional event or patient information was provided.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed and the test passed. The receiver case was opened for further evaluation. An internal inspection was performed and the inspection passed. A review of the data log did not confirm the reported event of an unrecoverable loss of antenna passed threshold. A root cause could not be determined. Contents of field are included below due to e-submitter mapping issue encountered beginning on 07/06/2017 whereby contents are not populating on packaged medwatch 3500a form: (B)(4)